Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 6.1 inr. Patient's coumadin was held for three days based on the lab. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.